Manufacturer narrative:
(B)(4). Batch number 2100399012, date of manufacture january 19, 2018. Batch number 2100462648, date of manufacture april 17, 2018. We are currently in the process of completing our investigation for the complaint (B)(4) breathing circuit. We will send a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that the white adaptor of two rt265 infant dual-heated evaqua2 breathing circuits do not fit the respirator and are causing a leak. No patient consequence was reported.

Event description:
A hospital in france reported via a fisher & paykel healthcare representative that the white adaptor of two rt265 infant dual-heated evaqua2 breathing circuits do not fit the respirator and are causing a leak. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Device 1: batch number 2100399012, date of manufacture (B)(6) 2018 device 2: batch number 2100462648, date of manufcature april 17, 2018 method: the two complaint rt265 infant dual-heated evaqua2 breathing circuits were returned to fisher & paykel healthcare in new zealand for investigation where they were visually inspected and pressure tested. Results: no fault was found with the subject breathing circuits upon visual inspection. Pressure tesing revealed that both breathing circuits were within specification. Conclusion: we were unable to determine what may have caused the leak as reported by the customer as no fault was found with the returned device. All rt265 infant dual heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The subject infant breathing circuit would have met the required specifications at the time of production. Our user instructions that accompany the rt265 infant dual heated evaqua2 breathing circuit state the following: - "check all connections are tight before use." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "set appropriate ventilator alarms.'